Manufacturer narrative:
One opened probe was received with a tip protector, in a bag, for the report. The returned sample was visually inspected and found to be non-conforming with the inner cutter in the port of the needle. The sample was then functionally tested for actuation and cut and was found to be non-conforming for both functional tests. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and a couple other locations along the inner cutter. Photos of the pak are attached to the parent file and have been reviewed by the investigation site. The product and lot information seen matches what was reported. The reported functional issue cannot be confirmed from the photos of the probe. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The sample evaluation confirms that the probe had a cut failure, and also indicated that the probe had an actuation failure. The cause of the cut failure is the gouge marks observed on the cutting edge of the inner cutter. The root cause for the gouges on the cutting edge, as well as the actuation failure, is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as it appears that the observed cut and actuation failures were due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy blade does not cut during surgery. The procedure type was unknown. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).